Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a tego, and it was reported that shearing of silicone sheath was noted. There was patient involvement, there was no delay in therapy, no one was harmed as a result of the reported event.